Event description:
Esrf secondary to post urethral valves, diagnosed as hypothyroid. Total thyroxine 37 nmol/l and tsh 39 mu/l. The patient had a normal neonatal guthrie test and thyroid scan. Iodine levels were not measured. This boy did have numerous nephrostomy procedures in the neonatal period. Two years later, had a renal transplant and thyroxine stopped two months later.